Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump was falling apart. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the cartridge compartment was observed to be cracked. No other damage was found to the pump. The returned battery cap and a test cartridge cap were used to complete the investigation.